Event description:
A male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. (Right external iliac artery was 8mm in diameter.) The procedure was performed as prescribed and final angiogram demonstrated a successful outcome with blood flow in both renal arteries. On (B)(6) 2011, an increase in creatinine levels was confirmed and CT angiography revealed that the renal bifurcation was covered by the main body. Another manufacturer's stent was placed in both renal arteries and good blood flow to the kidneys was confirmed. Pt is improving.

Manufacturer narrative:
(B)(4) occlusion is addressed in the IFU. Eval: event is not reportable under (B)(4).